Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (podj). During the procedure, the physician advanced the podj into the target location using a lantern delivery microcatheter (lantern). However, the podj would not take its intended shape and was retracted. While it was being retracted, the physician felt resistance. Soon after, the podj unintentionally detached within the lantern. Therefore, both devices were removed together. The podj was removed from the lantern and the procedure was completed using the same lantern and ruby coils. There was no report of an adverse effect to the patient.